Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter was alleged to have been partially deployed. Access was gained in the jugular vein and a snare device was used to capture and retrieve the vena cava filter without incident. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: all 6 arms and 6 legs were present and intact. No limbs were crossed upon removal from the needle tip protector. The pusher catheter was not returned. The detached pusher wire segment measured approximately 4.0cm in length. The point of detachment appeared rough and slightly jagged under magnification (32x-80x). Dimensional evaluation: heat was applied to the filter and the filter took the appropriate shape. All device measurements met the required specifications. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was returned. The investigation is confirmed for deployment issue and detachment of device or device component as the distal portion of the pusher wire was returned detached. It is possible excess force was used in an attempt to deploy the filter which caused the pusher wire to detach. However, based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: it is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher handle at anytime during this procedure. Directions for use: - implantation. - inspect the packaging to ensure that it has not been opened or damaged. - flush the introducer sheath intermittently by hand to maintain introducer sheath patency. Maintaining patency helps prevent clot from interfering with filter deployment. - flush the delivery device with saline through the touhy-borst adapter. - attach the free end of the filter storage tube directly to the introducer sheath already in the vein. The introducer sheath and filter delivery system should be held in a straight line to minimize friction. - loosen the proximal end of the touhy-borst adapter and advance the filter by moving the pusher forward through the introducer sheath. Do not twist or retract the pusher at anytime during the procedure - advance until the black predeployment mark on the pusher is flush with the proximal end of the touhy-borst adapter. The black predeployment mark on the pusher provides a visual cue indicating that the filter is near the end of the sheath. - prior to deployment, verify the location of the filter within the sheath using fluoroscopy and confirm that the filter snare hook is 1cm below the lowest renal or is in the intended location in the inferior vena cava. - firmly grasp the pusher handle. Keep this hand stationary throughout the entire filter release/deployment process. The filter should be positioned at the distal end of the introducer sheath. -under fluoroscopic guidance, hold the pusher handle stationary, (it is recommended to stabilize the hand on a stationary object) and with the other hand draw the touhy-borst adapter, storage tube and introducer sheath assembly back all the way to the handle, unsheathing and releasing the filter. Ensure that there is no slack or bend in the system during the filter release/deployment process.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter was alleged to have been partially deployed. Access was gained in the jugular vein and a snare device was used to capture and retrieve the vena cava filter without incident. There was no reported impact or consequence to the patient.